Event description:
It was reported that the biomedical engineer received the device with a note that it was not working. When the power on button was pressed, the device flashed like it was going to turn on, then it shut itself down. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, as a result the main printed circuit board (pcb) was replaced. It was also noted that the upper case, lower case and one side bail cover were broken, the battery contacts were compressed and the liquid crystal display (lcd) was missing segments.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.